Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was correctly seated in the mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, observed uncurled side snap. No malfunction or product deficiency was identified. The complaint is not confirmed due to a use issue. This also serves as a correction report. (Date of event) was incorrectly documented in the initial report.

Event description:
Caller, customer's mother, reported the adc freestyle libre sensor provided higher readings when compared to readings obtained on the built-in reader. Customer experienced unspecified symptoms of hypoglycemia and was administered 2 grams of sugar orally by his mother. No further treatment was reported. Sensor scan results of 177 mg/dl, 92 mg/dl, and 89 mg/dl were obtained and compared to reader results of 126 mg/dl, 68 mg/dl, and 50 mg/dl respectively, however it is unknown when these readings were obtained in relation to the reported treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller, customer's mother, reported the adc freestyle libre sensor provided higher readings when compared to readings obtained on the built-in reader. Customer experienced unspecified symptoms of hypoglycemia and was administered 2 grams of sugar orally by his mother. No further treatment was reported. Sensor scan results of 177 mg/dl, 92 mg/dl, and 89 mg/dl were obtained and compared to reader results of 126 mg/dl, 68 mg/dl, and 50 mg/dl respectively, however it is unknown when these readings were obtained in relation to the reported treatment. There was no report of death or permanent injury associated with this event.